Event description:
It was reported that the insulin pump alarmed button error and had unresponsive buttons. The blood glucose reading was 141 mg/dl. The customer stated that he had had the insulin pump in his pocket and was outside for awhile where it was damp outside. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. All the buttons did function properly. No button error alarms noted. However, moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.